Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon was utilizing the mega needle driver instrument to suture the vaginal cuff and experienced an issue with the needle flipping or turning as he tried to push the needle through the tissue. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver (nd) instrument was analyzed and the reported event could not be replicated nor confirmed. A grip test was performed with no issue. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly. Additionally, the instrument was found to have corrosion/contamination on the bearings. The grip input disk bearing has oxidation, characterized by orange discoloration. The instrument was found to have a frayed grip cable at the grip hub idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.